Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient is no longer receiving effective stimulation. It has been confirmed the lead is fractured. Surgical intervention may be pending to address this issue. Follow up information identified the patient is requesting a full system explant.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient underwent surgical intervention where the entire scs system was explanted.